Manufacturer narrative:
Conclusion: it was reported by a healthcare professional that a presidio10 coil (pc410062630/s10208) was used during a coil embolization procedure where the coil could not be detached. The coil was withdrawn and another one was used to complete the procedure. There was no report of patient injury. The device was returned with its inner pouch. Labeling on the inner pouch matches the product documented in the complaint. The device is fully unsheathed. The embolic coil is not attached and was not returned. There are bends in the device positioning unit (dpu) core wire at approximately 32 cm, 49 cm, and 94 cm from the proximal end. The resistance heating (rh) coil has received heat and melted. The embolic coil is detached. The resistance of the device was measured with and found to be 50.2, which is within the specification range of 48.5 ¿ 56. Since the embolic coil is already detached, detachment functionality cannot be tested. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint that the coil failed to detach is not confirmed. The returned device is not consistent with the reported event. The embolic coil is detached, and the evidence of the rh coil condition indicates that the coil detached after a detachment cycle was initiated, sending heat to the rh coil. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available.

Event description:
It was reported by a healthcare professional that a presidio10 coil (pc410062630/s10208) was used during a coil embolization procedure where the coil could not be detached. The coil was withdrawn and another one was used to complete the procedure. There was no report of patient injury.